Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported following an implant procedure on (B)(6) 2022, the patient experienced extreme weakness in the right leg. As a result, the patient underwent a system explant on (B)(6) 2022. No further surgical intervention is planned at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.